Event description:
It was reported that immediately following laparoscopic salpingectomy, the physician performed a diagnostic hysteroscopy and endometrial ablation. The uterine integrity test was performed multiple times with two different devices and failed to pass, indicating a uterine perforation, which was subsequently confirmed laparoscopically. Physician cauterized the perforation site. Endometrial ablation procedure was aborted. No additional surgical interventions and/or prolonged hospitalization was reported.

Manufacturer narrative:
Minerva es performed as intended by identifying and warning the user of a uterine perforation. Based on the manufacturer's investigation, the reported perforation most likely caused by user error. Provided that multiple devices were inserted into the uterine cavity (uterine sound, uterine manipulator, cervical dilators, hysteroscope) prior to insertion of the minerva es device, determining the cause of the perforation is difficult to identify and confirm. The uterus may have been perforated during the salpingectomy, patient preparation (sound measurement of the uterus) for the minerva es procedure, or during the manual manipulation of the handpiece during insertion. Uterine/bowel perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. There were no reports of system errors during the procedure. The controller operated as intended. The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. The relationship between the device and the reported adverse event could not be established.